Event description:
Only part of the screen is visible. Customer states that a major portion of the "hundreds, tens and units" digits are missing segments. A request was made to return the system for eval and in the meantime a replacement unit was provided.